Event description:
The patient reported he is unable to locate his scs ipg with his charging system or patient programmer. Subsequently, the patient is no longer receiving stimulation. On (B)(6) 2013 follow-up identified the patient has not used his scs system for several months. Additionally, the patient has been pain free and does not want to pursue any course of action at this time.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.